Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay patient contacted lifescan (lfs) alleging that his one touch ultra mini meter does not turn on. The medical surveillance specialist (mss) classified the complaint based on the customer service representative (csr) documentation because the mss was unable to contact the patient by phone. The patient said the product issue first started one month prior to contact lifescan. At the time the patient indicated, he was taking oral diabetes medication with diet and exercise it is not known whether the patient tested his blood glucose after the product issue started. The patient said he developed symptoms about 3 weeks after the product issue started. The symptoms were not specified; however, the patient apparently said he developed a need to take insulin. The patient's insulin treatment was not specified. The csr noted that the lfs meter did not turn on when the power button was pressed or when a test strip was inserted into the test strip port. The csr documented that the power issue was not resolved. The patient's products were replaced. This complaint is reported because the patient alleges that the lfs meter does not turn on and afterward he developed symptoms and a need to take insulin.